Event description:
Customer account obtained results for calcium, magnesium, uric acid, ck and ggt that were two times higher when repeated. The field service rep attributed the problem to a rinse nozzle that was sticking in the up position. The field service rep repaired the instrument by cleaning the rinse nozzle.